Event description:
Gonarthritis of both knees [arthritis]. Fluid retention of both knees [joint effusion]. Pain both knees [arthralgia]. Case description: spontaneous report was received on (B)(6) 2012, from a physician regarding a (B)(6) female patient with initials (B)(6), with gonarthrosis. The patient's medical history was significant for use of synvisc (hylan g-f 20), twice. On (B)(6) 2012, the patient initiated treatment with synvisc, 2 ml, weekly in an unspecified joint. The synvisc lot number was not provided. The same day, patient experienced gonarthritis. Fluid retention of both knees developed with pain and 30 ml of joint fluid was aspirated from each knee. The fluid was opacified, no infection was noted. The action taken with synvisc was not provided. The outcome of all the events was not provided. Relevant concomitant medications were not provided. The intensity for all the events was not provided. The reporting physician assessed the relationship between synvisc and gonarthritis as definite and did not provide the relationship between synvisc and joint fluid retention of both knees and pain both knees. Additional information was received on (B)(4) 2012. On (B)(6) 2012, the event of gonarthritis recovered. Additional information was received on (B)(4) 2012, which upgraded the case to serious. On (B)(6) 2012, the patient initiated treatment with synvisc , 2 ml, weekly in both knees. On (B)(6) 2012, the patient developed gonarthritis of both knees with joint retention and pain in both knees. The patient's body temperature was 36.7 degrees celsius. Yellow opacified fluid (30 ml) was aspirated from both knees and intra-articular lavage was performed. On (B)(6) 2012, 20 ml of yellow opacified fluid was aspirated and synovial fluid analysis revealed white blood cell count 6660 and c-reactive protein 1.73 (units and normal range not provided). Synovial fluid culture was found to be negative. On (B)(6) 2012, gonarthritis of both knees resolved. The reporting physician assessed the events of joint fluid retention of both knees and pain both knees as symptoms of gonarthritis of both knees.

Manufacturer narrative:
Additional info was received on (B)(4) 2012 in the form of qa (quality assurance) investigation summary. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. The benefit-risk relationship of the product is not affected by this report.